Event description:
It was reported that the patient was found unresponsive on a chair with active left ventricular assist device (lvad) low flow alarms. The patient was noted to be clinically stable and walking in the hospital prior to this event. The patient coded and advanced cardiac life support (acls) protocol was followed. The patient was cannulated at the bedside and placed on extracorporeal membrane oxygenation (ECMO) before being returned to the operating room for a pump exchange. The procedure was successful, and the patient was recovering in the intensive care unit (ICU). The physician suspected an embolic event as the patient was 3 weeks post op from initial lvad placement. Log file review confirmed that the flow dropped to 0.0 liters per minute (lpm) on (B)(6) 2023 at 11:01 am. Emergency backup battery faults were also captured throughout the entire periodic log. The backup battery faults occurred in the operating room when the battery was removed from the controller. The patient remained in the intensive care unit (ICU) with a poor prognosis due to neurological deficits. Related MFR. Report # 2916596-2023-02507.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: the controller revealed a missing pin in system controller¿s black power lead. The system controller (serial number: (B)(6)) was returned for evaluation following the reported event of a pump exchange. The submitted system controller event log file and downloaded system controller event log file contained approximately 30 minutes of data combined ((B)(6) 2023 from 15:57:18 to 16:33:52 per the timestamps). The exact time span of the log files could not be conclusively determined due to the system controller clock being reset to the default timestamp of (B)(6) 2000 after the event captured on (B)(6)2023 at 16:33:52. The log files captured a low flow alarm on (B)(6) 2023 from 15:57:18 to 16:33:52 due to the flow reading dropping to approximately 0 liters per minute; this alarm is addressed further under the pump investigation. The data in the log files did not indicate any issues with the system controller. The pump maintained the set speed without any issues while the driveline was connected. The submitted system controller periodic log file and downloaded system controller periodic log file contained approximately 10 days of data combined (09apr2023 ¿ 19apr2023 per the timestamps). The data in the log files did not indicate any issues with the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Evaluation of the system controller did not reveal any issues that would have resulted in the observed low flow alarms. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.